Event description:
A customer reported that the equipment presented poor vacuum during a cataract with intraocular lens implant procedure. The procedure was completed with another equipment, following a delay of more than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and did not confirm the customer reported issue. The company rep noted that the system was functioning perfectly. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).